Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was insulin flow blocked alarm. The customer's blood glucose was 146 mg/dl. The troubleshooting was performed for the insulin flow blocked alarm. The customer stated that event was resolved by reservoir change. The reservoir will be returned for analysis.